Event description:
It was reported that the led segments in the middle numeric display continued to illuminate even when the device is turned off. No pt info available.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.